Event description:
On (B)(6) 2011, the vns patient's programming history was reviewed and low output was discovered, indicating that the device is programmed to an output current above its capabilities for the given resistance load. The device was interrogated on (B)(6) 2010 and noted to be set at output=3.5 ma but the patient was only receiving 3.25 ma. The lead impedance for that date was within a normal range of 2691 ohms indicating fluctuating impedance in the system is not likely a cause of the pulse generator's inability to deliver the higher programmed output current setting. Although lower than expected, the data indicates that the generator appears to be consistently delivering a certain amount of output current. The generator remains implanted in the patient, and no patient adverse events have been reported. It had previously been reported that the physician received low impedance warning on the patient's generator. It was later discovered that the patient was receiving a low output current message, not a low impedance message. The patient's settings were output=3.5ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=3min. Diagnostic results then showed communication=ok/output=low/output delivered=3.25ma/lead impedance=ok/ ifi= no. The output current was lowered to 3.25 ma and diagnostic testing showed proper device function with 3.25 ma being delivered. The patient may be sent for a prophylactic replacement in the future if the higher output current is needed. An investigation is currently underway to determine the possible cause for the generator's inability to deliver the programmed output current with the given lead impedance.

Manufacturer narrative:
Device manufacture date, corrected data: initial report inadvertently listed wrong year.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
Review of decoder data from the device and calculations performed based on design requirements indicates that the low output current was likely not a device failure and was related to the impedance values and output current that the device was operating at.